Event description:
It was reported that a patient underwent an ischemic ventricular left tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced force issues. This event is being reported because the bwi failure analysis lab received the device for evaluation and found pebax has been cut allowing reddish brown material inside that area and all tip domes holes are occluded with reddish brown material. This finding is reportable because loss of integrity on the pebax could potentially contribute to an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ischemic ventricular left tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and experienced force issues. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and brown residues similar to human blood were found inside the pebax. Further examination revealed that the pebax had a cut. Then per the reported event, the catheter was evaluated for carto 3 and coil disconnection tester and catheter failed both. Further examination revealed an internal issue with the force sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The customer complaint has been verified. An internal corrective action has been opened to address the damaged pebax on smart touch.